Event description:
It was reported the equipment is malfunctioning. There was no patient involvement.

Manufacturer narrative:
The technician evaluated the device at the repair facility. It was determined that this was a malfunction of the capacitor, the customer was informed of part availability and will ship once the part becomes available. The device will be returned to the customer when the part has been received and replaced. It has been concluded that no further action is required at this time.